Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and had the buffer 3 valve replaced. The most probable cause of the reported event was buffer valve 3 failure.

Event description:
On (B)(6) 2017 the customer reported buffer valve fail with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.